Manufacturer narrative:
Concomitant medical products: model: 5076-45 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed rising threshold, the r-wave amplitude appears decreasing/diminished sensing, and the impedance is decreasing. Additionally it was noted that the right atrial (ra) lead displayed possible atrial undersensing. Follow up was conducted and no further information was ascertained. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered an alert for high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.